Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that phaco screw had a defect with the threading at an unknown timing. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient contact.

Manufacturer narrative:
Additional information provided in d.9., e.1. (Initial reporter email), h.3., h.6. And h.11. One opened phacoemulsification (phaco) tip and tip wrench in a zip top bag was received. Sample was visually inspected and found to be conforming. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional thread check was performed on threads and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos were reviewed by the manufacturing site. Photos show a phaco tip and a label with reported lot number. Reported issue cannot be confirmed from photos. The returned sample was found to be conforming for visual and functional testing associated with the reported event; therefore, phaco screw had a defect with the threading was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specifications. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).